Manufacturer narrative:
The customer's meter and test strips were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.9 inr donor 2 inr: 2.0 inr. Donor 1 hct: 53%. Donor 2 hct: 45%. Testing results: donor #1: master lot: 3.0 inr. Customer meter and master lot strips: 3.0 inr. Donor #2: master lot: 2.0 inr. Customer meter and master lot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The patient's caregiver/granddaughter stated that the patient received erroneous results when testing with coaguchek xs meter (B)(4). At 12:10 p.m., a sample from the patient was tested on the meter, resulting as 7.5 inr. At 12:14 p.m., a sample from the patient was tested on the meter, resulting as 4.7 inr. Both meter values were reported to the doctor's office. No adverse events were alleged to have occurred with the patient. It was believed that the meter results did not contribute to any action or inaction that resulted in an injury to the patient. The patient's therapeutic range is 2 - 3 inr. The patient did not have any known hematocrit issues. The patient did not have antiphospholipid antibodies. The patient does not use any other blood thinners. The patient was not taking any other new medications. The patient has not been eating as much as he normally does. The patient has a few bruises from being transported, but they are healing and did not require any medical attention. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 247896-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.